Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one small portion of tubing for evaluation. Visual examination confirmed the reported condition of damaged delivery tubing; specifically, a pinch mark was noted. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor had damaged tubing during filling. The device was being filled with a solution of fentanyl citrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the reported damaged tubing condition was determined to be misloading of the unit in the flow wrap sealing equipment. Microscopic evaluation of the tubing sample revealed that the damage was caused by the sealing portion of the flow wrap equipment. Improper loading of the tubing caused by operator error allows the sealing equipment to damage the tubing.